Event description:
During the coil embolization procedure for treating carotid-cavernous fistula, resistance was encountered within the microcatheter. When the subject coil was retrieved, it prematurely detached within the microcatheter. The subject coil along with the microcatheter was removed out of the patient¿s body and subject device was replaced. The procedure was completed successfully with the same microcatheter with no clinical consequences to the patient.

Event description:
During the coil embolization procedure for treating carotid-cavernous fistula, resistance was encountered within the microcatheter. When the subject coil was retrieved, it prematurely detached within the microcatheter. The subject coil along with the microcatheter was removed out of the patient¿s body and subject device was replaced. The procedure was completed successfully with the same microcatheter with no clinical consequences to the patient.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. The device was analyzed and the coil delivery wire was noted to be kinked/bent , the main coil was detached and the proximal contact wire was broken/fractured. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Based on the event description, it was stated that the coil had detached in the microcatheter, as the coil and microcatheter were not returned, we can confirm this base on the event description and assign procedural factors. An assignable cause of procedural factors will be assigned to the as reported "main coil prematurely detached/separated during use' and 'coil in catheter friction' as these defects appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. Based on the event description, the anatomy was normal and the device was set up according to the directions, therefore, an assignable cause of 'handling damage' will be assigned to the as analyzed, 'coil delivery wire kinked/bent' and 'coil proximal contact wire broken/fractured' as the issue is due to handling of the product or portion of the product during the clinical procedure. During visual/microscopic inspection the coil delivery wire was seen to be kinked/bent. The main coil was found to be detached/separated. The coil proximal contact wire was seen to be broken/fractured. Functional inspection could not be performed, as the main coil prematurely detached/separated during use and only the delivery wire was returned. The as analyzed defects 'coil delivery wire kinked/bent', 'main coil prematurely detached/ separated during use' and 'coil proximal contact wire broken/fractured' will be assigned to this investigation.